Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-01591 for the other associated device information. It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a pelvic floor reconstruction with uphold lite including vaginal vault suspension and cystocele repair, concomitant transobturator sling procedure performed on (B)(6) 2015. The procedures were completed without complications. According to the complainant, on (B)(6) 2016, the patient experienced pelvic pain in her right groin. She was treated with sulfamethoxazole-trimethoprim and the event resolved on (B)(6) 2016.

Manufacturer narrative:
Block a1: alternative patient ID: (B)(6). Blocks f10 and h6: patient codes 1750, 1994, and 2120 capture the reportable events of mesh exposure, pain, and urinary tract infection. Block g3: study name: u8090 uphold lite. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The patient was also reported under MFR report#s 3005099803-2015-02218, 3005099803-2015-02379 and 3005099803-2017-02043. The events of mesh exposure and urinary tract infection reported under MFR report#s 3005099803-2016-01591, 3005099803-2016-01592 and 3005099803-2017-02043, and any new event information will be sent under MFR report#s 3005099803-2015-02218 and 3005099803-2015-02379.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2016-01591 pertains to the other device. It was reported to boston scientific corporation that an uphold lite with capio slim was implanted during a pelvic floor repair procedure with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2015. A concomitant transoburator sling placement was also performed. The procedures were completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced pain in her right buttock and right labia. The pain was possibly related to muscle spasm and the subject was treated with toradol and motrin. The event resolved on (B)(6) 2015. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, possibly related to the mesh, and not related to the delivery device. On (B)(6) 2016, the patient experienced spontaneous pelvic pain in her right groin, midline, and left groin. She was treated with sulfamethoxazole-trimethoprim and the event was resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and not related to the delivery device. On (B)(6) 2016, the patient experienced a urinary tract infection. She was treated with bactrim and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, possibly related to the mesh, and not related to the delivery device. On (B)(6) 2017, the patient presented with a mesh exposure of less than or equal to 1 cm in the vagina at the vaginal suture line. No action was taken and the event resolved on june 11, 2018. The investigator assessed the event as mild in severity, pelvic floor related, definitely related to the procedure, definitely related to the device, and not related to the delivery device. On (B)(6) 2018, the patient experienced a urinary tract infection. She was treated with bactrim and the event resolved on (B)(6) 2018. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, possibly related to the mesh, and not related to the delivery device.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-01591 for the other associated device information. It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a pelvic floor reconstruction with uphold lite including vaginal vault suspension & cystocele repair, concomitant transobturator sling procedure performed on (B)(6) 2015. The procedures were completed without complications. According to the complainant, on (B)(6) 2016, the patient experienced pelvic pain in her right groin. She was treated with sulfamethoxazole-trimethoprim and the event resolved on (B)(6) 2016. Additional information received on december 12, 2016. On (B)(6) 2016, the subject experienced a urinary tract infection. She was treated with bactrim and the event resolved on (B)(6) 2016.